Event description:
Patient's daughter-in-law reported that they have gotten multiple downstream occlusion alarms on patient's pump. They confirmed no bends or kinks in the tubing, nothing was clamped, and they had tried a new cassette/tubing but were still getting the alarm. They just thought to change the alarm, so the alarm wasn't currently going off. Registered pharmacist advised if everything was new, and no problems were evident with the external tubing, the next step would be to check the internal tubing at the hospital. Stated the current line was placed in (B)(6), they hadn't had any problems since then, and she hadn't had any instances of her line getting pulled or shifted she was aware of. She said they would wait and see what happened with the new pump and if it happened again, they would go to the hospital. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown.